Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After putting the polyethylene constrained acetabular liner, the surgeon couldn't put it inside the porocoat, so he had to remove, put in a new one and a regular marathon insert. After the surgery, once outside the patient, the surgeon tried to put the insert inside the cup, and finally was able to put it in after several hammer blows.

Manufacturer narrative:
Examination of the returned product could not confirm the report. The construct was received in a condition making meaningful evaluation impossible. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Additionally, research using the as400 system indicates that several pieces from the reported liner lot code have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation can draw no conclusions with the information provided. Monitor via (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.